Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for this occurrence cannot be determined at this time as the disposable set was unavailable for return. Review of the run data file confirmed that the ¿connect donor prompt¿ screen was never reached and ¿start draw¿ button was never pressed. Based on the complaint description and analysis of the rdf, it is likely that the donor was connected early with the clamps on the needle line closed so the system could not detect it. The needle clamp was then opened and there was no blood flow due to the elapsed time of up to 29 minutes when the pause button was pressed.

Event description:
The customer declined to provide patient (donor) information. Patient (donor) gender and weight were obtained from the run data file.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the draw speed was slow after a procedure had started. The operator noticed a blood clot in the needle and they ended the procedure. The operator confirmed that the donor was 'ok'. Patient (donor) information is not available at this time. The disposable set is not available for return because it was discarded by the customer.